Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing for low battery, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case and lower case were broken. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests met specification. Functional testing passed with no anomalies. Conclusion: could not confirm the reported intermittent failure that occurred during service and repair of the device.